Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for treatment, placement of a biliary hydrotip stent. The clinician reported that the flexima biliary stent could not be deployed due to resistance. When the device was inserted into the target lesion, the inner sheath was pulled. The inner sheath detached and remained inside the stent. One week post stent placement the detached portion of inner sheath was retrieved with forceps. The pt did not sustain any complications or ill effect as a result of this issue. The pt condition is reported as 'good'.

Manufacturer narrative:
Information supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #: tw120335 / a00023110 date filed: 12 feb 2006.